Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during the spaceoar vue placement procedure on (B)(6) 2023. Fiducial markers were placed prior to injection. The procedure was performed under general anesthesia. Post op imaging showed that there is a rectal wall infiltration. There was identified a tiny area where the hydrogel may have penetrated the muscularis layer. The patient is planned for hypofractionation which is lower than stereotactic body radiation treatment (sbrt). The patient was reported as (B)(6).

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular. Imdrf device code a1502 captures the reportable event gel misplaced - vascular.